Event description:
The patient had a teleflex iabp catheter placed on (B)(6) 2026. On (B)(6) 2026, a mechanical failure occurred with the iabp. Blood was observed in the iabp tubing on that day, indicating a microtear, although no helium loss alarms were triggered. During the withdrawal process, we encountered significant resistance and were unable to remove the catheter. The failure is attributed to a microtear that allowed arterial blood to enter the lumen, leading to thrombus formation and the separation of the balloon from the catheter shaft upon removal.